Manufacturer narrative:
A customer reported that an irregularity in the IV set spike prevented it from securely fitting into the pooling bag, allowing product to leak. When the patient moved, the spike completely dislodged from the bag. A review of the lot number history found no prior similar complaints. The device was not returned. The failure mode could not be confirmed, and the root cause remains undetermined. A follow-up report will be submitted if the device is returned to facilitate further investigation. Reference to complaint # (B)(4).

Event description:
A customer reported that a pooling bag was leaking onto the floor for approximately two hours before the patient noticed. The patient got up to use the restroom and informed the rn of the leak. At the same time, the spike of the zyno intravenous (IV) set dislodged from the pooling bag. Upon assessment, it was determined that the pooling bag itself was not the source of the leak. Instead, an irregularity in the IV set spike prevented it from securely fitting into the pooling bag, allowing product to leak. When the patient moved, the spike completely dislodged from the bag. Bivigam (intravenous immune globulin, ivig) was being infused at the time of the event, and approximately 100 ml was lost. The patient was able to catch the pooling bag, preventing further leakage. No patient or user harm was reported.